Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was moisture in the display screen, a case leak was found during the leak test and there was moisture present in the pump. Investigation revealed that the pump does not power on, there were no audible or vibratory sounds. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will not power on while there is moisture and ink found within the display. Reportedly, the battery cap has never been changed. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.